Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider, and manufacturing representative regarding a patient receiving 25 mcg/ml of prialt at 3.998 mcg/day via an implantable pump for non-malignant pain. It was reported a pump flip was suspected. The manufacturing representative (rep) was at the case and it was difficult to refill the pump. The patient¿s pump was alarming due to the empty reservoir alarm and the patient was in the office for a refill on the day of the report ((B)(6) 2018). The healthcare provider (hcp) was unable to aspirate the reservoir. The rep reported the hcp believed the pump was currently flipped and was inquiring what imaging view would be best to confirm pump orientation. It was also reported the hcp suspected there was a seroma at the pump site. The pump flip was suspected due to refill difficulties. The hcp planned to confirm pump orientation with a lateral x-ray. It was reported the patient had experienced an increase in pain. It was reported the change in therapy/symptoms was gradual. The rep stated the patient had experienced an increase in pain, but the patient believed the increase in pain was due to the weather. The event date (B)(6) 2018 was provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 05-may-01 who reported that since she had received their last pump she had developed a pocket seroma which hasn't resolved yet. Per the patient, the healthcare provider had drained it and the patient was told it was a seroma. The patient stated that the seroma keeps on coming back. The patient wears a corset which helped, however if she leaves the corset off for 6-24 hours the fluid starts building up again. It was noted that the patient was going to start a pain stim trial next month and the patient didn't think she can wear the corset over the components. No further complications were reported regarding the event.